Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the up arrow and down arrow keypad buttons are intermittently responsive. Investigation revealed that the up arrow and down arrow button key contacts were misaligned.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow and down arrow buttons became intermittently unresponsive this evening, and require several presses to obtain a response. He noted that the buttons feel hard when pressed. The patient denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that he wears the pump in his pocket.